Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed motor error. The customer's blood glucose was 236 mg/dl. The customer stated that the insulin pump alarmed no delivery, then began pumping. She stated that this occurred 3 times prior to the motor error. The customer did not observe any other significant events leading to the alarm. The customer was advised to disconnect from the insulin pump. The customer received a maximum filled reached alert and was advised to rewind the insulin pump. She received a no delivery alarm and stated that she was unable to complete the rewind sequence. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.